Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not wearing her sensors and had a low blood glucose level of 38 mg/dl. Customer had a bag of skittles, drank a mcdonald's chocolate shake, and had a brownie to raise her blood glucose level. Customer was hospitalized on (B)(6) 2015. Customer stayed for 3 days in the hospital for each incident. Customer's blood glucose level was 20 mg/dl on (B)(6) 2015. Customer was given dextrose shots and had to be revived. Customer was given an IV. Customer driven by the paramedics and had low blood glucose levels. Customer was unconscious. Customer stated that the drive support cap was protruded. Customer is not sure why her blood glucose level was low. Customer stated that she needed to wear a sensor but could not for financial reasons. Customer's programming was reviewed and found to be accurate. Insulin pump will be replaced for physical damage. Customer has a back-up plan of manual injections. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.